Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the craniotome device bearing was failing and the locking system was damaged. It was not reported if there were any delays in the surgical procedure or whether al spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and was unable to confirm the reported condition. It was further determined that the locking sleeve had been rotated out of its proper alignment and preventing it from sliding which caused the cutter, handpiece and attachment to be stuck together. It was noted that the handpiece without the attachment assembled was placed in the run position and the user assembles (couples) the cutter which locks them together and they cannot be disassembled. The attachment came apart because it was forcibly removed from the handpiece. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.